Event description:
It was reported, the hcp began weaning the patient off medication approximately 6-7 months ago and the patient was eventually ¿let go¿ by their hcp. The patient experienced difficulty finding a new hcp to fill the pump. The patient wanted to know what would happen to her when the pump alarm sounded; the alarm was supposed to occur on (B)(6) 2014. The patient believed she had withdrawal symptoms over the past 4-5 months; the patient became sweaty and shaky daily. The patient had a tendency to pass out, particularly if she is sitting and goes to stand up, though, the patient was unsure if this was actually related to the withdrawal situation. The pump was used to deliver hydromorphone, baclofen, and clonidine. Additional information later reported that the understanding was the patient was dismissed by a physician due to non-compliance with her medical care/narcotic agreement. An alternate physician assumed the patient¿s care with the understanding that she would be weaned off the pump. The patient was not considered by the practice to be an appropriate pump patient any longer. The patient¿s pump has been weaned to a dose of dilaudid (primary drug) of 1.1 mg/day, baclofen 17 mcg/day and clonidine as third drug (dose unknown to reporter). The dose decrease/wean is to a point where the plan was to fill the pump with normal saline at the patient¿s next office appointment. The patient was a no-show for her last two appointments when saline was supposed to be placed in the pump. Family members of the patient have been reportedly calling the physician¿s office threatening to kill members of the staff "if narcotic is not put back in her pump." The patient¿s low reservoir alarm date was to occur (B)(6) 2014. The pump will be empty 20 days after the date (B)(6) 2014. The only appropriate action for the patient is to call the physician¿s office that has been caring for her and show up for an appointment. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# (B)(4), implanted: 1998 (B)(6); product type catheter. (B)(4).